Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: lot# r029779. H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the driveline associated with ventricular assist device (vad) (B)(6) and a driveline boot cover (lot no. R029779) were not returned for evaluation. There was no evidence that the driveline associated with (B)(6) had previously been serviced. A review of the pump and boot cover's device history record confirmed that the associated devices met all requirements for release. On-site inspection of the driveline cable revealed that the driveline connector was loose and had a damaged front portion. On-site inspection of the driveline boot cover revealed that the boot cover was hardened. Log file analysis revealed ninety-six (96) high watt alarms were logged since (B)(6) 2024. Additionally, log files revealed three (3) electrical fault alarms were logged on (B)(6) 2024 at 12:45:57, 12:47:13 and 12:57:55 and nine (9) reactivation events were logged on (B)(6) 2024 between 12:45:53 and 12:57:59. The electrical fault alarms and reactivation events were due to an open phase in the rear stator, resulting in single stator operation (front stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Log file analysis also revealed one (1) power disconnect alarm was logged on (B)(6) 2024 at 12:47:23. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. Considering that the pump's power consumption was significantly above the normal operating range leading up to the power disconnect alarm, it is likely that the overcurrent condition prevented the battery from providing power, resulting in the power disconnect alarm. As a result, the reported electrical fault alarms, driveline connector damage and hardened driveline boot cover events were confirmed. The reported vad stop event could not be confirmed; however, it is likely that the power disconnect event was perceived as the reported vad stop event. A driveline splice repair and a driveline cover removal were performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the electrical fault alarms, reactivation events and damaged driveline connector can be attributed to the loose connector body. The most likely root cause of the high watt alarms following the electrical fault alarms and power disconnect alarms can be attributed, but not limited to the increased power consumption required to run on a single stator. Based on the available information, the device may have caused or contributed to the high watt alarms. Based on the risk documentation, possible causes of the remaining high watt alarms may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on historical review of similar events and the investigation conducted, the most likely root cause of the loose driveline connector body event can be attributed to a manufacturing issue, including, but not limited to, the interaction of rtv silicone and epoxy during the connector assembly process which may cause a reduction in bonding strength. Based on historical review of similar events, a possible root cause of the hardened drive line boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system, driveline boot cover d4: model #: 1175 catalog #: 1175/ expiration date: unk / serial or lot#: unk d9: yes h3:no h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted, sedated, intubated, venous arterial access. The patient also claimed that the connector could be easily disconnect from the controller. During the inspection it was noted that the connector had a broken/missing front portion, the driveline cover was hard but moveable. A driveline splice repair was performed. It was stated that this was not part of a previous manufacturers repair.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device implant kit experienced driveline connector damage and e-fault alarms. The driveline cable was involved, and the connector could be easily pulled out of the controller. The event was associated with controller alarms, specifically e-fault alarms. The area had been previously repaired, and servicing was required. The device remained implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: driveline cover d4: lot#: r029779 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline cover was removed from use.